Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely decreased calcium (ca) result generated on the alinity c processing module for an 87-year-old male patient sample. The following data was provided (customer¿s reference range 8-10 mg/dl): (B)(6) sample ID (B)(6) initial result = 4.0 mg/dl, repeat result = 9.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting and discovered the cuvette washer assembly was not properly seated. This prevented the cuvettes from being cleaned, drained and dried correctly. The fsr replaced and correctly seated the alnty c-series cuvtte dry tip which resolved the issue. An instrument service history review for (B)(6) revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the alnty c-series cuvtte dry tip did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the alnty c-series cuvtte dry tip was identified.

Event description:
The customer observed a falsely decreased calcium (ca) result generated on the alinity c processing module for an 87-year-old male patient sample. The following data was provided (customer¿s reference range 8-10 mg/dl): (B)(6) 2026 sample ID (B)(6) initial result = 4.0 mg/dl, repeat result = 9.4 mg/dl no impact to patient management was reported.